Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/29/2014).

Event description:
Consumer complaint of blood result reading of "hi". Last results in memory were 269mg/dl, 162mg/dl, 284mg/dl, 301mg/dl, 293mg/dl, "hi". Customer's expected results were 100-200mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi". Last results in memory were 269mg/dl, 162mg/dl, 284mg/dl, 301mg/dl, 293mg/dl, "hi". Customer's expected results were 100-200mg/dl. No adverse event reported.